Event description:
It was reported that prepping a lap roux-en-y procedure, the device when pre loaded the clips were dropping out of the jaw. The nurse switched to a new device for the surgeon to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.